Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification due to missing pixel segments and the lower case was broken. It was also noted that the upper case was broken, both bail covers were missing, the ring cover was missing, the ring cover screw was missing, two case screws were missing, the battery contacts were compressed, both bails were missing, the ring was missing, and the keyboard was scratched. (B)(4).

Event description:
It was reported the display screen is damaged and the rear case is damaged due to the unit being dropped. The device was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.